Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged segments missing issue was not duplicated. Using the returned battery cap, the pump powered up to the display screen without any missing areas. Unrelated to the complaint, the pump display was found to be dim and discolored. The battery compartment was found to have cracked below the grip pad and from the top to the grip pad. All the buttons had tactile issue and removal of the keypad cover found contamination under all the button contacts. The vibratory feature was not operational due to a misaligned vibration motor.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. Reportedly, part of the text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.